Manufacturer narrative:
Block h6: impact code f1001 was used to capture the reportable event of aborted procedure.

Event description:
It was reported to boston scientific that a lithovue touch pc was used during preparation, and the monitor did not turn on. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.